Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of atrial pacing in the ventricular channel. Technical services (ts) was consulted and recommended reprogramming options. This ICD remains in service. No adverse patient effects were reported.